Manufacturer narrative:
Product ID: 3389-28, serial# unknown, implanted: (B)(6) 2008, product type: lead; product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's entire dbs system was explanted due to an infection. The system will be replaced in the future. The issue was reported to be resolved without sequela. No further complications were reported or anticipated.